Event description:
It was reported that the patient was experiencing pain at the implant site. The patient underwent a pocket repositioning procedure and was doing well postoperatively. The device remains implanted.